Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was leaking at the tywraps on the tubing. Additional malfunctions were leaking at the sieve tubing and the muffler leaking.